Event description:
It was reported that upon treating a basilar tip aneurysm, the embolization coil detached prematurely during advancement. The coil was partially behind the stent as the microcatheter was jailed. The coil broke and was retrieved using an intravascular snare. The remainder of the coil was secured by another stent. No harm or injury was reported. On (B)(6) 2013 the distributor informed us that the physician indicated the pts neurological status didn't suffer because of the premature detachment. The pt weight was not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil is stretched and broken. The delivery pusher is kinked at multiple segments at the most distal end. The fracture type cannot be determined as the coil is stretched in to wire. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for eval. We cannot determine if it was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.